Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant high results for one patient sample tested with the elecsys toxo igg immunoassay on a cobas 8000 e 801 module. Based on the patient's history, a negative result was expected for the patient. The sample results were reported outside of the laboratory and the doctor did not trust the values. The sample was tested three times using the toxo igg assay, resulting with values of 62.0 iu/ml (reactive), 62.4 iu/ml (reactive) on (B)(6) 2021, and 62.0 iu/ml (reactive) on (B)(6) 2021. Toxo igg values measured with the abbott toxo igg assay and western blot analysis were negative. The complained sample was tested using an unknown elisa method resulting with a weakly positive toxo igg value. The serial number of the e 801 analyzer is (B)(4).

Manufacturer narrative:
A sample from the patient was provided for investigation and the results obtained by the customer could be reproduced. Measurements of the sample obtained with the elecsys toxo igg, an in-house neutralization assay, and a competitor toxo igg assay show the sample to be correctly reactive. The reagent performed within specification.